Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the device was replaced on (B)(6) 2020. The cause of the eos and ins shutting off was unknown. The issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's generator/implantable neurostimulator (ins) unexpectedly shut off and went to end of service (eos) status. The factors that may have led to or contributed to the event was the out of regulation (oor) status that was seen in (B)(6) 2019. Patient checked generator status with her patient programmer. Patient's father indicated that they would call the hospital where the patient was implanted. It was unknown if the issue was resolved at the time of the report. No patient symptoms reported. Additional information was received from a manufacturer representative (rep) on (B)(6) 2020. It was reported it is unknown if the end of service (eos) was due to normal battery depletion.